Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain and cloudy fluid. The same day as the event onset, the patient was treated with vancomycin (discontinued after 14 days). The patient was not hospitalized for the event. The patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. On an unspecified date, the patient received unspecified treatment for peritonitis. The patient¿s outcome was not reported; however, it was reported that the patient was treated successfully for peritonitis. The action taken with pd therapy was not reported. No additional information is available.